Manufacturer narrative:
Device evaluation: visual inspection of the returned driver revealed the tip has fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use, or use of the driver as a removal tool. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a screw inserter tip broke off in the screw. The screw with the broken tip remains implanted within the patient. There have been no reports of injury associated with the retained tip.